Event description:
It is reported that the customer had high blood glucose levels of 184 mg/dl. The customer reported that the sensor of the insulin pump was showing a huge difference in blood glucose levels compared to the blood glucose levels when taken manually. Troubleshooting was done. The customer was advised that the sensor of the insulin pump would be replaced. The customer was advised to remove the sensor from the insulin pump. It is reported that upon removal of the sensor, the customer saw that the sensor was bent. No additional info is provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.